Manufacturer narrative:
A product development investigation was performed on the returned device (12.0mm/8.0mm protection sleeve188mm, part # 03.010.063, lot # 1482819). The returned protection sleeve was confirmed to be stuck in the insertion handle. The protection sleeve is approximately 45 mm through the 120 degree hole of the insertion handle. The portion of the protection sleeve that is through the handle has some of the surface scraped off. The 120 degree hole in the insertion handle is damaged and there are metal shavings stuck in the hole with the protection sleeve (these shavings appear to be from the protection sleeve). The proximal end of the protection sleeve is severely damaged; it appears to have been impacted with a hammer or other metal object. The insertion handle also has significant wear and hammer marks. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint is not relevant as the devices are already stuck together. Use of the returned aiming arm and protection sleeve are outlined in the titanium cannulated lateral entry femoral recon nail technique guide. The following drawings were reviewed during investigation. 12.0mm/8.0mm protection sleeve, insertion handle. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The diameter of the 12.0/8.0mm protection sleeve measured and found to be within specification. The inner diameter of the 120 degree hole on the insertion handle is unable to be measured as the protection sleeve is unable to be removed from the hole. No definitive root cause was able to be determined. The handling of the devices is unknown. It cannot be determined how much of the damage was present at the time the devices became stuck together (potentially contributing to the complaint) and how much of the damage was as a result of attempts to separate the devices. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.010.063, lot# 1482819. Manufacturing location: (B)(4), manufacturing date: may 16, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the protection sleeve was found stuck in the insertion handle. It was noticed before the patient was in the operating room. There was no procedure or patient involvement. This report is for one (1) protection sleeve. This is report 1 of 1 for com-(B)(4).